Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that following the pump exchange reported on medical device report #000292916596-2013-00730 (exchange was (B)(6) 2013), the patient had another pump exchange on (B)(6) 2013. The patient experienced sternal wound dehiscence following the exchange. The patient became septic following the exchange. The patient exhibited signs of hemolysis and the pump was not unloading properly. It was reported that there was a visible thrombus on the mechanical aortic valve which extended into the outflow graft.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.